Manufacturer narrative:
The lens was received and measured for power. It was confirmed the iol measured 16.0 diopters and is correct as labeled. All other optical measurements met specifications. The results of our investigation reasonably suggests this event is not manufacturing related and was not caused by the iol.

Event description:
A report received from the surgeon stated that the intraocular lens (iol) was removed and replaced without complication 6 weeks after the initial implant. The cause of the iol explant was patient's refractive surprise.